Event description:
It was reported that the patient's prior implantable neurostimulator (ins) system was replaced because of infection. This was reported to have been going on for "a while" before replacement. Follow-up attempts have been made, and a follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: extension. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. (B)(4).